Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim thank you again for the information! Very helpful! I was wondering if you can pull the rest of the data for (B)(6) 2025. The new bag was hung around 130 am and then was empty about 4-5 hours later.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed